Manufacturer narrative:
No issue was found during functional testing of the autopulse lithium ion battery (sn (B)(4)). The battery was received with no physical damage, and four green leds illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and was able to successfully charge with the battery illuminating four green leds on the battery status indicating that the battery is fully charged. The battery was also inserted in a good known reference autopulse platform using a small resuscitation test fixture and performed continuous compressions without any issue observed. The reported event was not reproduced. Review of the retrieved archive data revealed that the battery was last successfully charged in the autopulse multi chemistry charger (mcc) on (B)(6) 2017 and last inserted in the platform on (B)(6) 2017 without errors. The archive data recorded no battery errors. The reported event was not confirmed. Additionally, the archive data also recorded an mcc charging cancellation event on (B)(6) 2017. No battery error on this date was noted. Note that the autopulse power system user guide states that "a test-cycle can take up to 10 hours. Never interrupt a test-cycle by removing the battery from the charger. A battery that initially fails a test-cycle will automatically undergo additional test-cycles. Up to three test-cycles may be performed until the battery is considered to have failed (red led)."

Manufacturer narrative:
The autopulse li-ion battery (sn (B)(4)) was returned to zoll on (B)(6) 2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported, a fully charged autopulse li-ion battery (sn (B)(4)) with green led on the battery status indicator was inserted in the autopulse platform during routine check and the platform's user control panel displayed a "replace / recharge battery" message. Following this, the user inserted another battery and the platform functioned as intended without any further issue observed. No patient was involved with this event.